Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of ascss0082 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (ascss0082) have been reported from the same facility.

Event description:
It was reported that during chemotherapy infusion, the blue cap popped off. No patient harm was reported. It was stated this happened with five devices. This report addresses the fourth device.